Event description:
The patient reported wearing the pod on the arm for approximately 37 to 48 hours. On (B)(6) 2026, the patient sought medical attention for an insertion-site infection, which the patient alleged was related to the pod. The patient was hospitalized for two days and diagnosed with sepsis and blood infection. The patient presented with nausea. The pod was in place at the time of hospital presentation and was subsequently removed and discarded by a healthcare professional during a surgical procedure performed under anesthesia to clean the site. The insertion site was reported as red, swollen, and with a lump. Treatment included intravenous antibiotics for two days followed by a 10-day course of oral antibiotics. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.